Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to prior servicing within the review period. Visual and functional testing confirmed a damaged downstream occlusion (dso) seal. The root cause was identified as a damaged dso seal. The device was recalibrated, software was updated, and all functional tests passed; no component replacement was documented.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.